Event description:
The reporter indicated that they were unable to maintain communication with the device during programming and telemetry. The pt had been seen on 2/5/98 and it was not clear if the device was sensing appropriately due to telemetry noise and the pacing threshold had increased from 1v at .45ms to 9v at .45ms during the automatic threshold test. Initial attempts to inquire the device resulted in warning screens stating that "high electrical interference occurred". Upon repeated attempts, reporter noticed that the programming wand was popping and crackling similar to that of an electrical short. It became louder with each inquire attempt. Using a different wand on the same programmer, reporter tried again to inquire without success. The ICD was implanted pectorally about 1 1/2 to 2 inches deep and in what felt to be logo up position. X-rays were not available. The pt sat up and programmers were changed. After repeated attempts, a successful inquire was performed. Telemetry values (after many attempts) were consistent with post-implant ones. A successful auto-threshold test was not performed.